Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was less than .5 cc of diluent from the diluent center panel of the instrument, and the probe was leaking slightly. The fluid leak(s) were found while troubleshooting low vacuum (out of range) errors. The instrument also demonstrated high background counts for the red blood cell (rbc) and platelet parameters. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, glasses and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the tubing had detached from the sweep-flow bubble trap (vc2) fitting. The fse reattached it to resolve the issue. Fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).